Event description:
It was reported that, directly subsequent to the placement of a cardiomems device, the patient¿s left ventricular lead was not capturing and its lead impedance was dropping. The physician decided to continue to monitor the patient. The patient was without symptoms.